Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a hole in the audio bolus button and found the audio bolus button to be intermittently unresponsive. Further evaluation revealed that the bolus button internal plug contact was misaligned and evidence of contamination was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.